Manufacturer narrative:
(B)(6). This report is for nine unknown screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Partial part numbers of 402.8xx (quantity (B)(4)) and 04.210.1xx (quantity (B)(4)) provided. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a volar plate was implanted on (B)(6) 2016 post (mva) motor vehicle accident to treat an open distal radius fracture. A volar plate, one cortex screw and eight locking screws were explanted fully intact on (B)(6) 2016 due to infection and non-union of fracture. The loosening of screws caused malposition of the plate. The patient was placed with an external fixator and treated with antibiotic therapy. This report is for nine unknown screws. This is report 2 of 2 for (B)(4).